Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that one of the leads broke in the patient¿s back. The reporter stated they still have not been able to revise one of them. The reporter further stated they could not recall when that occurred. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's lead broke two years ago.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead was broken in 2012, was still broken, shorted out, and shocked him. It was noted that sometimes the patient¿s leg went completely ¿dead,¿ two or three times a day. It was reported that this meant when it went ¿to sleep really bad¿ and had no movement.